Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump speaker was not annunciating audible tones. Customer's blood glucose level was 79 mg/dl. Reportedly, the customer changed the pump settings to address the issue.